Manufacturer narrative:
It was reported that amulet was implanted in a patient successfully with close criteria satisfied. After the procedure, the patient coded in recovery and ultimately expired after attempts of CPR and an impella device. No pulmonary embolism was suspected from the device, and the device was still stable during the transthoracic echocardiogram and transesophageal echocardiography in recovery that was done when the patient coded. No imaging of the procedure or subsequent events was provided. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna

Event description:
It was reported that on (B)(6) 2024, a 20 mm amplatzer amulet was implanted in a patient successfully with close criteria satisfied. After the procedure, the patient coded in recovery and ultimately passed away after attempts of CPR and an impella device. The physician does not suspect this was related to the device that was implanted. Patient was a 77 year old female. No pulmonary embolism was suspected from the device, and the device was still stable during the transthoracic echocardiogram (tte) and transesophageal echocardiography (tee) in recovery that was done when the patient coded.